Event description:
A customer reported experiencing a cgm error 42 with their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with detailed instructions for a pump reset and guided them through the process. After the reset, the cgm error did not reappear, and the customer was able to successfully start a new sensor session.